Event description:
It was reported that the procedure was to treat a 75% stenosed de novo lesion in the left anterior descending artery with moderate calcification and moderate tortuosity. The ht bmw universal ii 190cm guide wire (gw) was used in the procedure. For pre-dilatation, a balloon was advanced on the gw, however, resistance was noted during removal of the balloon. Then, a sds was advanced on the same gw and resistance was noted; therefore, the sds and gw were removed and during inspection of the gw the black polymer coating was noted to have torn off. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the accessory devices encountered resistance during advancement and removal over the guide wire. Factors that may contribute to difficulty advancing or removing an accessory device over the guide wire include, but are not limited to, inner diameter of the accessory device, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the accessory device or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, it is likely that manipulation of the guide wire, when resistance was met, contribute to the reported material separation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.